Event description:
The customer reported to olympus, that when the evis exera iii colonovideoscope are connected to the evis exera iii video system center error b30 and e216 ( communication error) occurs as well as e315 (unsupported scope ) error occurs. The customer was advised to shut off cv-190 tower, connect the scope, then boot the tower up and see if the errors occur. The issue was found during inspection for use for a diagnostic procedure, and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed but likely occurred. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection: the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.